Event description:
It was reported that after a small bowel anastomosis, the device was fired 3 times. All three firings were completed. However, post operatively the patient had to be re-admitted due to an apparent breakdown of the anastomosis and the anastomosis was hand sewn. The consultant reported that the device had cut and stapled on its first two uses however on the third firing, he later realized having looked more closely at the small bowel that it has stapled but not cut. This led to extreme pressure being put on the anastomosis hence breaking down. Intervention was required to prevent permanent impairment/damage. No device will be returning.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returning the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.